Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6, h11 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation and replacement from textured to smooth due to the patients concern of the product". This report is for the right side. The device remains implanted.